Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: were there any patient consequences? If yes, please explain in detail.¿¿according to the feedback of the sales representative, all the above answers are unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please explain in detail.

Event description:
It was reported that a patient underwent high ligation and stripping of the great saphenous vein on (B)(6) 2021 and suture was used. During the procedure, the suture broke while ligating the blood vessel. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.